Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during routine flushing and checking blood return on central line, the blue cap in the secondary port nearest the patient leaked. The flush was with saline and the cap leaked blood and .9 ns squired out. According to reporter, this is the second of two reports of this occurring with two different patients. No injury to patient."

Manufacturer narrative:
Received from the customer are two used maxzero connectors model mz1000-07 lot unknown. The maxzeros are attached to a received partial non-bd extension set. One maxzero is attached to the female port of the non-bd set while the other maxzero is attached to the y-site female port of the non-bd extension set. The customer¿s report that the cap leaked blood and squirted out was not confirmed. Visual inspection was performed on the extension set and concomitants to look for defects such as cracks, kinks, tears and separations. Visual inspection found a piece of medical tape attached to the maxzero attached to the y-site port of the non-bd extension set, indicating which maxzero is leaking. No other anomalies were observed with the received set and maxzero¿s. Functional testing of priming and infusion testing did not replicate any leaks with the received maxzero's and non-bd set. Testing of connecting and disconnecting a lab syringe to each of the received maxzero's did not replicate any instances of leaks or fluid ¿squirting out¿. The root cause could not be determined.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during routine flushing and checking blood return on central line, the blue cap in the secondary port nearest the patient leaked. The flush was with saline and the cap leaked blood and .9 ns squired out. According to reporter, this is the second of two reports of this occurring with two different patients. No injury to patient."